Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was also observed that whitish foreign material was inside of the air/water tube and cylinder. This was likely traces that remained from previous procedures. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to a crack on the switch box. It was also observed that the suction, air, and water channel had no color. It was observed that the plug unit had corrosion due to water leakage. It was also observed that water tightness was lost due to a pinhole on the channel tube. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the objective and light guide lenses had a crack. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the connecting tube was deformed. Lastly, it was observed that the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope forceps only came out of the working channel when the distal end was straight. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material was inside of the air/water tube and cylinder which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.